Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. Customer changed multiple cartridges to resolve the issue. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.